Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: battery handpiece device. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device was frozen/would not move, and failed pretest for general condition. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI ¿ (B)(4). Please note that MFR# 8030965-2020-03689 is related MFR# 8030965-2020-03585 which are related to the same event.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that the handpiece device had low rotational speed and was overheating when used with a sagittal saw adapter device making it impossible to hold in hands to make cuts. It was reported that the internal mechanics of the handpiece were damaged. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. If additional information should become available, a supplemental medwatch will be submitted accordingly.